Event description:
User was preparing to attach physiological monitor to pt. Just after turning monitor on and waiting for self test to complete smoke came from back of monitor. User shut monitor off and unplugged from wall. This is second incident on this model monitor. Manufacturer contacted for warranty repair.